Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument could not be controlled from the console. The arm showed a yellow light and at the moment the instrument was to be removed, the entire head detached from the instrument and fell into the situs. The instrument was removed from the dv arm, and the instrument head was completely removed from the situs. The procedure was completed with a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: there was no defects were found on the instrument itself. The site pulled the tip cover over the scissors in the usual way. The scissors were then inserted into the dv arm and could not be operated by the surgeon from the console, because the dv arm turned yellow, and the instrument was not recognized by the system. Then, a team member of the surgical team took the scissors out and reinserted them and when they were not recognized again, removed the scissors again. Again, the customer wanted to remove the scissors again and during the process the scissor head came off and fell into the situs. The scissor head could be completely removed. The patient was not injured. The surgeon could not do anything with the instrument as it was not recognized by the system.